Event description:
Reported event: the surgeon loaded the polypropylene suture into capio slim device correctly and all engaged correctly. He said that as he depressed the capio slim plunger while on the sacrospinous ligament and retracted it, the suture was broken at the capio head, and the dart end had snapped off the suture and was still in the carriage of the capio. He was able to remove the dart from the capio carriage/head and use another polypropylene suture to complete the case successfully. This time the suture was fine.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.